Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was low and they had syncopal episodes. The implantable pulse generator (ipg) sleep mode was reprogrammed and the device remains in use. No further patient complications have been reported as a result of this event.